Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the pressure was higher than intended. There were no adverse consequences or medical intervention and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: cib ari p sm pump will skyrocket to high pressure out of the blue po# temp the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be out of calibration, pressure sensor, pcb board, user error, or possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the pressure was higher than intended. There were no adverse consequences or medical intervention and the procedure was completed successfully.